Event description:
On (B)(6) 2012 customer reported that the cartridge chemistry (cc) sample probe, on the lx20 pro, leaked approximately 50 ml of fluid on the floor beneath the system. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced the solenoid valve. This resolved the issue. The service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).